Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have thermal damage on molded insulator at the distal end. Thermal damage was observed on the molded insulator during visual inspection. The complaint was confirmed by failure analysis. Isi followed up with the customer and obtained additional information that the tips of the instrument were not broken off but a piece from the tip was missing, which was discovered during the cleaning process, not during a surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during central processing, the force bipolar instrument was damaged (chipped at the tip). There was no report of patient involvement and no reported injury.